Manufacturer narrative:
The customer's calibration and qc results were ok. The field service representative replaced the measuring cell and made adjustments. He also replaced the sample shield. He verified the instrument was performing within specifications by successfully performing calibration and qc. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys troponin t hs stat results for 5 patient samples on a cobas e411 module. Patient 1: on (B)(6) 2022 the initial result was 54.38 pg/ml and the repeated result was 12.31 pg/ml. Patient 2: on (B)(6) 2022 the initial result was 29.69 pg/ml and the repeated result was 14.82 pg/ml. Patient 3: on (B)(6) 2022 the initial result was 37.59 pg/ml and the repeated result was 14.27 pg/ml. Patient 4: on (B)(6) 2022 the initial result was 40.13 pg/ml and the repeated result was 11.34 pg/ml. Patient 5: on (B)(6) 2022 the initial result was 51.33 pg/ml and the repeated result was 15.99 pg/ml. The results were reported outside of the laboratory. The repeated results were confirmed by running the samples on another e411 module. The reagent lot number is 51205001 with an expiration date of 31-may-2022.